Manufacturer narrative:
Findings: pump received with no down arrow button response due to unlocked j2/lcd keypad connector. Unable to perform the displacement test due to no button response. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that up and down, b button don't work always. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.